Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that patient was readmitted for infection this weekend. Pump to be explanted today. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the explant was canceled. The healthcare professional (hcp) saw the patient after the case had been scheduled and noted that the incision had improved so the hcp canceled the explant. The patient was not admitted to intensive care unit (ICU). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving saline, 1 ml/ml concentration at 0.048 ml/day via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the rep received notification from the hcp that the patient's wound looked like "it was opening". No fever, increased white blood cell count or signs of infection noted per the hcp. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The hcp was cleaning and debriding wound today. At the time of this report, the issue had been resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient's pocket site was red, swollen, and streaking. Patient was placed on antibiotics and to be observed. If not resolved, pump and catheter may be explanted on (B)(6) 2018. The rep had no further updates at this time. No further complications were reported.